Manufacturer narrative:
Manufacturing review:the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This lot met all release criteria. This is the only complaint reported for driver (B)(4) and issue to date. Visual/functional/performance evaluation: per the service and repair facility, inner components were found to be deteriorated. It was further noted that a presence of a large amount of thick waxy substance covering all of the internal components. This sample condition is consistent with improper maintenance. However, the definitive root cause for the self-activation could not be identified. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for self-activation, as the instrument self-activated during initial functional testing in the as received condition due to deteriorated inner components. Deteriorated components could have prevented the instrument from energizing properly. Labeling review: the current magnum reusable instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was prematurely firing prior to the procedure. A coaxial was not used. There was a needle in the driver at the time and the device was fully primed. The self activation occurred after the second cocking. The driver was fully red. The lever was in the "safety" mode when it self activated. Another device was used to perform the procedure. No pt injury was reported.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.